Manufacturer narrative:
The patient's death was unrelated to the stellarex device or procedure. The patient's death was unrelated to the stellarex device or procedure, thus the paclitaxel drug did not cause or contribute to the patient¿s death. UDI and PMA numbers are not applicable. This device was used in clinical application prior to being available in the us. Study name: (B)(6). Combination product is applicable. During the index procedure, the product worked as intended, thus no product evaluation was required. Per the IFU, death is listed as a potential complications/adverse events.

Event description:
On (B)(6) 2015, the patient underwent an index procedure to treat a 70 mm, 99% stenotic denovo lesion of the right mid-sfa. The patient was randomized to the paclitaxel balloon. The lesion was predilated with a 5 x 80 mm balloon inflated to 12 atm, resulting in a residual stenosis of 30% . Then, a 6 x 80 mm stellarex balloon was inflated to 12 atm for 5 minutes, resulting in a 10% residual stenosis. There were no complications and the patient was discharged per plan the same day. On (B)(6) 2015, the patient was hospitalized with a complaint of chest pain and subsequently underwent CABG surgery. On (B)(6) 2016, the patient expired due to unexpected injuries received during a midair aviation collision that involved a single engine air crafts attempting to land simultaneously.